Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that an ar-1204as-105 flipcutter, flipped cutting the femur and broke. This was discovered during use in a acl w/ meniscal repair on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.